Event description:
The customer reported erroneous low ise (ion selective electrode) results on eight (8) patient samples was generated the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment associated with this event. The customer did not provide any patient data or patient demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse checked tubings, probe alignments and did not observe any issues. The customer replaced the sample pot which resolved the issue. Patient demographic information was not provided. Initial reporter telephone number is (B)(6). Beckman coulter internal identifier is (B)(4).